Event description:
It was reported that an error code occurred. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Date of event, operator of device and if the initial reporter also sent report to FDA are unknown.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that top rear label was missing upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated as the reported error code appeared on the pump during the investigation. Root cause of the reported event is unknown, but the microprocessor unit board was found damaged. Recommend that the faulty microprocessor unit board be replaced. Product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6400, h4: correction: device manufacture date: 03/21/2017.